Event description:
The physician reported during treatment with juvederm ultra to the nose. The needle disengaged and product was lost. Erythema was noted at the nose-tip and the physician immediately injected the affected area with hylase. Prior to receiving juvederm, the patient has open rhino plastic surgery. Additional treatment included levofloxacin. The patient's symptoms have resolved.

Manufacturer narrative:
(B) (4). Evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications especially the exrusion force value showing an expected consistency of the product. The sterilization cycle and sterility test are registered as conforming. The "undesirable effects" section of the dfc specifies that "there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. The other problem occurred to probably due to: an increase of the pressure in the needle after obstruction during injection (as indicated in the dfu, if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle) an incorrect screwing of the needle (needle not completely screwed or slightly unscrewed if the practitioner removes the protective cap by turning it into the unscrewing way) which can be combinated with an abrupt pressure in pushing the rod (as given in the notice, you have to inject slowly in the dermis). A regular injection (no abrupt pressure, in a smooth and progressive manner) is essential to minimize the needle disengagement.